Manufacturer narrative:
Complaint conclusion: the report received indicated that during an endovascular pta procedure, the physician experienced difficulty removing the outback cto re-entry catheter due to resistance/friction with the guidewire used. The device became stuck on the guidewire. The target lesion was the superficial femoral artery (sfa). There was no reported patient injury. The product was prepped properly according to the instructions for use. Preliminary inspection of the returned product indicated that the needle was protruding. The product was returned for inspection. One non sterile catheter outback was received coiled inside a plastic bag. Blood residues were noted in the catheter. The cannula was received partially deployed. The catheter measure 121.0cm of length usable and the cannula measure 8.22mm of length usable and the measures was found inside specification. No other anomalies were observed in the returned device. Insertion/withdrawal test was performed with gw .014" and no resistance was noted. The catheter shaft/nosecone spins smoothly as the rhv was rotated. Cannula deployment test applicable was performed and cannula was deployed. DHR review results was not performed due to lot number was not provided. The cannula needle (outback only)retraction difficulty and cannula wire port guidewire lumen (outback only) resistance friction reported by the costumer was not confirmed; since the functional test was performed without difficulty, no gw resistance or friction was felt, the catheter shaft/nosecone spins smoothly as the rhv was rotated and the cannula was fully deployed and retracted . The cause of the failure could not be conclusively determined. Neither the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken. According to the account the outback cannula/needle was not protruding after being removed from the patient nor was it noted to be protruding at the office prior to shipping. It appears that this might have been caused during shipping, storage, or handling of the returned unit and is not related to a device malfunction.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during an endovascular/pta procedure, the physician experienced difficulty removing the outback cto re-entry catheter due to resistance/friction with the guidewire used. The device became stuck on the guidewire. The target lesion was the superficial femoral artery (sfa). The patient is in stable condition/no patient injury. The product was prepped properly according to the instructions for use (IFU). Additional information was requested. Addendum: preliminary inspection of the returned product indicated that the needle was protruding.